Manufacturer narrative:
Sections b5, b6 and b7 updated with additional information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after the onlay implant, the patient experienced adhesions, thick walled fluid and gas, paucicellular, hyalinized, fibrous tissue with possible degeneration, dense fibroconnective tissue, foreign body reaction, staphylococcus aureus, recurrent postoperative seroma, abdominal wall fluid collection, cloudy yellow fluid, large lower abdominal abscess, chronic non-healing abdominal wound, hernia recurrence, endometriosis, diastasis, large volume ascites, incarcerated bowel, dense mound of scar tissue, purulent material, pelvic pain, ovarian cyst, aspiration of fluid, viscerated bowel and mesh that retracted. Post-operative patient treatment included transversus abdominis plane block, preperitoneal, flap, diagnostic laparoscopy robotic with extensive lysis of dense adhesions, revision surgery, incision, drainage and debridement of abscess, placement of packing, ultrasound guided placement of pigtail catheter in anterior abdominal wall fluid collection, diagnostic laparoscopy, robotic assisted lap ventral incisional hernia repair intraperitoneal onlay mesh, lap transversus abdominis plane block, aborted attempt at transabdominal preperitoneal repair converted repair to mesh placement due to difficulty from previous operations, placement of packing, excision of endometriosis, removal of cystic structure, and partial excision of mesh.

Manufacturer narrative:
H6 (added fdp code: (B)(6)). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced adhesions, thick walled fluid and gas, paucicellular, hyalinized, fibrous tissue with possible degeneration, dense fibroconnective tissue, foreign body reaction, staphylococcus aureus, recurrent postoperative seroma, abdominal wall fluid collection, cloudy yellow fluid, large lower abdominal abscess, chronic non-healing abdominal wound, endometriosis, diastasis, large volume ascites, incarcerated bowel, dense mound of scar tissue, purulent material, pelvic pain, ovarian cyst, aspiration of fluid, viscerated bowel and mesh that retracted. Post-operative patient treatment included transversus abdominis plane block, preperitoneal, flap, diagnostic laparoscopy robotic with extensive lysis of dense adhesions, revision surgery, incision, drainage and debridement of abscess, placement of packing, ultrasound guided placement of pigtail catheter in anterior abdominal wall fluid collection, diagnostic laparoscopy, robotic assisted lap ventral incisional hernia repair intraperitoneal onlay mesh, lap transversus abdominis plane block, aborted attempt at transabdominal preperitoneal repair converted repair to mesh placement due to difficulty from previous operations, placement of packing, excision of endometriosis, removal of cystic structure, and ultrasound-guided abscess drainage and ventral abdominal wall fluid collection.

Manufacturer narrative:
Additional information: added code for damage. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after the onlay implant, the patient experienced inflammation, unincorporated mesh, contracted mesh, painful intercourse, adhesions, thick walled fluid and gas, paucicellular, hyalinized, fibrous tissue with possible degeneration, dense fibroconnective tissue, foreign body reaction, staphylococcus aureus, recurrent postoperative seroma, abdominal wall fluid collection, cloudy yellow fluid, large lower abdominal abscess, chronic non-healing abdominal wound, hernia recurrence, endometriosis, diastasis, large volume ascites, incarcerated bowel, dense mound of scar tissue, purulent material, pelvic pain, ovarian cyst, viscerated bowel and mesh that retracted, small bowel obstruction, chronic pain, and infection. Post-operative patient treatment included transversus abdominis plane block, preperitoneal, flap, diagnostic laparoscopy robotic with extensive lysis of dense adhesions, revision surgery, incision, drainage and debridement of abscess, placement of packing, ultrasound guided placement of pigtail catheter in anterior abdominal wall fluid collection, diagnostic laparoscopy, robotic assisted lap ventral incisional hernia repair intraperitoneal onlay mesh, lap transversus abdominis plane block, aspiration of fluid, aborted attempt at transabdominal preperitoneal repair converted repair to mesh placement due to difficulty from previous operations, placement of packing, numerous office visits for wound treatment, excision of endometriosis, removal of cystic structure, CT-scan, medication, and partial excision of mesh. Relevant tests/lab data: (B)(6) 2014: CT abdomen/pelvis- demonstration of thick-walled fluid and gas containing structure within the anterior abdominalwall (incomplete report). (B)(6) 2016: pathology report- foreign body: sections of specimen show paucicellular, hyalinized, fibrous tissue with possible degeneration. The findings may possibly be related to old endometriosis or versus prior surgery. (B)(6) 2017: op note- CT showed evidence of a 4 x 3cm ventral incisional hernia with small bowel contents. (B)(6) 2017: op note stated CT scan showed free fluid in the hernia sac along with bowel (B)(6) 2017: pathology report- dense fibroconnective tissue with mesh and foreign body reaction. (B)(6) 2017: wound cultures: moderate staphylococcus aureus.

Manufacturer narrative:
Additional information: e1 (facility name, street 1, city, region, postal code), g1 (MFR contact first name, last name, street 1, MFR city, region, postal code, email, phone number). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after the onlay implant, the patient experienced adhesions, thick walled fluid and gas, paucicellular, hyalinized, fibrous tissue with possible degeneration, dense fibroconnective tissue, foreign body reaction, staphylococcus aureus, recurrent postoperative seroma, abdominal wall fluid collection, cloudy yellow fluid, large lower abdominal abscess, chronic non-healing abdominal wound, hernia recurrence, endometriosis, diastasis, large volume ascites, incarcerated bowel, dense mound of scar tissue, purulent material, pelvic pain, ovarian cyst, viscerated bowel and mesh that retracted, small bowel obstruction, chronic pain, and infection. Post-operative patient treatment included transversus abdominis plane block, preperitoneal, flap, diagnostic laparoscopy robotic with extensive lysis of dense adhesions, revision surgery, incision, drainage and debridement of abscess, placement of packing, ultrasound guided placement of pigtail catheter in anterior abdominal wall fluid collection, diagnostic laparoscopy, robotic assisted lap ventral incisional hernia repair intraperitoneal onlay mesh, lap transversus abdominis plane block, aspiration of fluid, aborted attempt at transabdominal preperitoneal repair converted repair to mesh placement due to difficulty from previous operations, placement of packing, numerous office visits for wound treatment, excision of endometriosis, removal of cystic structure, and partial excision of mesh.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced adhesions, thick walled fluid and gas, paucicellular, hyalinized fibrous tissue with possible degeneration, dense fibroconnective tissue, foreign body reaction, staphylococcus aureus, recurrent postoperative seroma, abdominal wall fluid collection, cloudy yellow fluid, large lower abdominal abscess, chronic non-healing abdominal wound, hernia recurrence, endometriosis, diastasis, large volume ascites, incarcerated bowel, dense mound of scar tissue, purulent material, pelvic pain, ovarian cyst, aspiration of fluid, viscerated bowel and mesh that retracted. Post-operative patient treatment included transversus abdominis plane block, preperitoneal, flap, diagnostic laparoscopy robotic with extensive lysis of dense adhesions, revision surgery, incision, drainage and debridement of abscess, placement of packing, ultrasound guided placement of pigtail catheter in anterior abdominal wall fluid collection, diagnostic laparoscopy, robotic assisted lap ventral incisional hernia repair intraperitoneal onlay mesh, lap transversus abdominis plane block, aborted attempt at transabdominal preperitoneal repair converted repair to mesh placement due to difficulty from previous operations, placement of packing, excision of endometriosis, removal of cystic structure, and ultrasound-guided abscess drainage and ventral abdominal wall fluid collection.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.